Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient's power sources were disconnecting easily due to issues locking them in place. The controller ((B)(4)) was exchanged and returned to the manufacturer for examination. There was no patient injury as a result of this event. Analysis of the returned device revealed that the unit passed visual and functional inspection/testing. The locking tabs on power source 1 (ps1) and power source 2 (ps2) were slightly worn but still locked the power sources in place with no issue. As a result of this investigation, no failure was detected on controller. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately eleven months post heartware lvad implantation, the patient reported that his power sources were not locking tightly into his controller and kept having battery and cac power disconnects. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary log file review showed two power disconnects (pump stop) with associated power ups on the date of the reported event.